Event description:
The product separated during removal of the sheath. Parts were left in the pt and there was an additional operative procedure performed to remove the fractured remnant. On (B)(6) 2014 - updated info from the scrub tech involved with the case: the physician had a tough time getting the product inserted to start the case. The reason for difficulty is the physician was inserting the sheath through a graph. The district manager advised that in order to avoid a repeat of this occurrence insert the dilator as the IFU suggests. Info not provided by the reporter.

Manufacturer narrative:
Additional device info: catalog#: kcfw-6.0-38-55-rb-raabe. (B)(4). Event is still under investigation.